Event description:
It was reported that clear fluid was recognized exiting the needle entry site after a successful refill. Another needle was inserted with the purpose of evacuating the pump pocket of clear fluid. The patient was scheduled for dye study and this revealed extravasation of dye near the spine under computerized tomography imaging. There was a catheter break in the distal segment between the spine and the anchor. A revision was performed and the break was removed and the catheter was spliced together and repaired. Reportedly there were no patient symptoms or complications associated with this event. This device system delivered compounded baclofen. It was further reported that the patient was now getting effective therapy.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).